Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Low bg cause was not known. The customer consumed 8 ounces of juice, peanut butter, and a tortilla to address the low bg level. A system check was performed, and it was found that the customer was using off label insulin (humulin r u-500) within the pump supplies. Tandem technical support (cts) provided education about the off-label insulin use. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.